Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hematuria. It was suspected that blood was due to a traumatic foley insertion. An echocardiogram was performed to confirm the pump's position. The patient also experienced ventricular fibrillation requiring cardioversion, and two units of packed red blood cells were transfused in response to low hemoglobin. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
No product was returned for investigation. The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. The cause of the anemia and hematuria was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.